Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the c-mac video laryngoscope has a missing cover glass. No negative impact in state of health reported. Cross reference MDR 9610617-2026-00893. Cross reference MDR 9610617-2026-00894.